Event description:
During embolization of a high flow symptomatic left occipital arteriovenous malformation (avm) with very tortuous left vertical origin, the guide catheter bent inside the patient's vessel, and it was not able to be used. Replaced with another guidewire and the patient was not harmed.